Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother stated that her sons blood glucose readings increase on the day of the infusion set change. Customer declined any troubleshooting. No further information reported.